Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethylene vinyl acetate) bag was leaking from the center port. The leak was described as leaking from a glued part of center port while mixing midazolam into the bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.